Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted.

Event description:
It was reported that surgical intervention may take place at a later date for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. As such, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation against the ipg.